Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was peeled and the corewire was exposed by approximately 4.5cm. The corewire tip was not exposed. The peeled segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found. The remaining pebax had a straight cut which was consistent with damage due to mechanical causes. The distal part of the guidewire was found bent. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03155 and 3005099803-2015-03154 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure when the physician was cutting the duodenal papilla, a black particle was noted on the anatomical structure. The device was withdrawn from the patient and it was found that the hydrophilic tip of the jagwire had detached, exposing the tip of the metal corewire. A second jagwire was used; however, the same events occurred. The procedure was completed with a third jagwire guidewire. There are no plans to remove the detached guidewire fragments from inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03155 and 3005099803-2015-03154 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure when the physician was cutting the duodenal papilla, a black particle was noted on the anatomical structure. The device was withdrawn from the patient and it was found that the hydrophilic tip of the jagwire had detached, exposing the tip of the metal corewire. A second jagwire was used; however, the same events occurred. The procedure was completed with a third jagwire guidewire. There are no plans to remove the detached guidewire fragments from inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.